Manufacturer narrative:
The biomed confirmed that the cause of the reported problem was a defective speaker. The reported problem was confirmed. Replacement parts were ordered and shipped to the customer site. We will consider that the customer resolved the issue using the replacement parts ordered from philips. If additional information is received the complaint file will be reopened. E: reporting institution phone number: (B)(6). E: reporter phone number: (B)(6).

Event description:
The customer reported the intellivue x3 has a speaker malfunction and no sound was available. The device was in clinical use at time of event, there was no adverse event reported.